Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to a broken tibial stem.

Manufacturer narrative:
Corrected data: date of implant. An event regarding crack/fracture of a duracon (tibial) stem associated with loosening of the mrh tibial construct (stem mated with the mrh tibial baseplate component) was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: clinician review of the medical records provided indicate: in this complicated multiply operated upon obese patient, including previous stem fractures and infections, long lever arms with a constrained knee joint and compromised component fixation led to fatigue failure of stems at the junction of loose and supported segments of the fractured stem. Examination of the fracture surfaces of the explanted fractured stems would confirm this mechanism and rule out factors of faulty component manufacturing or materials as having contributed to this clinical situation. -device history review: not performed as the lot ID was not provided. -complaint history review: not performed as the lot ID was not provided. Conclusions: clinician review of the medical records provided indicate: in this complicated multiply operated upon obese patient, including previous stem fractures and infections, long lever arms with a constrained knee joint and compromised component fixation led to fatigue failure of stems at the junction of loose and supported segments of the fractured stem. Examination of the fracture surfaces of the explanted fractured stems would confirm this mechanism and rule out factors of faulty component manufacturing or materials as having contributed to this clinical situation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to a broken tibial stem.